Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call that during the night, the insulin pump stopped delivering and when they checked, the display was blank. The insulin pump then restarted itself, date and time had to be reprogrammed, they did the rewind and received an empty reservoir alarm but it was a new reservoir. Blood glucose value was 6.2 mmol/l. They will call back to check the alarm history and determined the cause of the insulin pump shutting off.